Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was shutting off at the exact moment the battery door was opened, instead of waiting for the expected ten second safety period. The user was advised that the epg was at end of service and no longer supported by the manufacturer, and to remove the device from service immediately. The status of the epg was unknown. No patient complications have been reported as a result of this event.